Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on radius and crease fold. Weight measurement of the device identified device was underweight. A micro analysis was performed which identified a sharp crease opening, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp crease opening on radius assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.6., d.10., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016 and 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. Health professional additionally reported capsular contracture, baker grade IV. Device remains implanted.